Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the leadless ipg exhibited high thresholds.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure electrical parameters on the leadless implantable pulse generator (ipg) were not acceptable during multiple positioning attempts. The leadless implantable pulse generator (ipg) system was removed. No patient complications have been reported as a result of this event.